Event description:
The facility's biomedical engineering department reported an infusion pump with an 808:07 failure code. Info was not provided regarding whether or not the device was in use when the reported condition occurred. Attempts were made to obtain extra info regarding pt status, age of pt and the medication involved but no additional details are known. The hosp rep stated that they have no report of pt incident involving the pump since the last baxter service event. No additional contacts were provided.